Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
The end user stated the actuator was slowing slipping down when in use. The end user stated the unit has been getting worse for about two months.